Event description:
"The arthroplasty was revides due to fracture of the lateral condyle and loosening of the femoral component. The devices were implanted in situ for 0.25 year. The pt presented with a ucla score of 1 three months prior to revision surgery." Note: medical records and x-rays were not provided to srtyker for review.